Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage on the device. Functional testing confirmed reported problem. The root cause of the reported issue was found to be drained coin battery. The coin battery and main battery pack were replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device errored check sum. No patient injury was reported.